Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
When the physician removed a smart stent from its tray and flushed it, he found that an outer sheath was slightly retracted and the distal end of its stent was exposed. The physician stopped using the smart stent exchanged it for new smart stent. The procedure finished successfully and there was no patient injury reported. The product was stored, inspected and prepped according to the instructions for use. The stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: when the physician removed a smart stent delivery system from its tray and flushed it, he found that the outer sheath was slightly retracted and the distal end of the stent was exposed. The procedure finished successfully with a new device and there was no patient injury reported. The product was stored, inspected and prepped without difficulty according to the instructions for use. Review of lot 15882419 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors while handling the device may have contributed to the reported event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.